Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the implant procedure, when the physician inserted the rv portion of the lead into the device, the setscrew and septum fell out. He replaced them and inserted the lead. The lead easily pulled out with a tug test. He attempted one more time, and the tug test was successful, however, the high voltage impedance was out of range. The physician elected to implant a new device without issue.